Manufacturer narrative:
An asp field service representative (fse) assessed the unit onsite. The fse ran a test cycle and the cycle completed error free with no loss of opa seen. The fse replaced the skinner valve coming off of the main pump as a preventative measure since the valve may have been causing the fluid to return too slowly to the reservoir. The system is currently working as expected and passed two cycles with no significant loss of cidex® opa. The unit meets manufacturer's specifications.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Event description:
The customer reported their automatic endoscopic reprocessor (aer) was leaking cidex® activated dialdehyde solution. The customer stated that the leak was coming out of the back of the unit on the left hand side. The customer run another cycle and got an e05 error message code. There have been no human reactions to the cidex® activated dialdehyde solution leak. An asp field service engineer (fse) was dispatched to assess the aer unit.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the service and complaint history, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The service and complaint history review (from (B)(4) 2009 to (B)(4) 2010) of this aer unit shows that the unit does not demonstrate a significant trend for issues with the unit leaking and for issues with e05 errors. The service history shows one similar basin leaking issue; however, the issue did not result in the replacement of the main pump valve. The replaced v1 skinner valve fits the reliability age of 2 years and 2000 hours of useful life since a main pump v1 skinner valve was not replaced on this unit between (B)(4) 2008 and (B)(4) 2010. Hence there are no trends with the replaced valve. The fmea (failure mode effects analysis) associated to leak failure modes for the aer have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) was reviewed for cidex opa/disopa and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category I, or "broadly acceptable risk". The hhe (health hazard evaluation) was reviewed for user complaints of symptoms such as shortness of breath, coughing, dizziness, and hallucinations for cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The hhe (health hazard evaluation) was reviewed for complaints of "headaches" for cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The fse stated that the v1 skinner valve might have caused the fluid to return too slowly to the reservoir. The fse replaced the main pump v1 skinner valve as a preventative measure. The fse confirmed that the system was working as expected and passed two cycles with no significant loss of disinfectant solution. The issue with the cidex solution leaking and with the e05 error was resolved by replacing the main pump v1 skinner valve which failed due to normal wear and tear and meets the reliability age criteria of 2 years and 2000 hours of useful life. No significant trends were found upon reviewing the service history. There were no human reactions and injuries to the cidex solution leak. The issue was resolved at the facility and no further actions are required.

Manufacturer narrative:
Correction to supplemental 1. Type of report was reported as a report type: follow up and follow-up #: was reported as 1.